Event description:
It is reported that the device was implanted in 2003. Replaced insert in revision surgery in 2007, due to osteolysis lesion around screw and tibial baseplate.

Manufacturer narrative:
Eval summary: cause cannot be definitively determined. Evaluation: the tibial insert exhibits wear on both condyles and what appears to be cold flow on the inferior side into the screw holes of the baseplate. Also, the majority of the engravings on the inferior side have been worn away. No lot number was provided, therefore, device history records could not be reviewed.